Manufacturer narrative:
Concomtant: product ID 7425, serial# (B)(4), implanted: 1997-(B)(6), product type implantable neurostimulator. Product ID 3587a, lot# l45134, implanted: 1997-(B)(6), product type lead. Product ID 7495-51, serial# (B)(4), implanted: 1997-(B)(6), product type extension. Product ID 7434-e, serial# (B)(4), implanted: 1997-(B)(6), product type programmer, patient. (B)(4).

Event description:
It was reported that the stimulation was turning off on its own. A manufacturing representative was checking the implantable neurostimulator (ins), and the status was ok and still showed ok after 8 minutes. No power on reset (por) was showing upon interrogation on the notified date. When it would shut off the patient would feel a jolt that would stop stimulation, and then he would turn off and then back on again the patient programmer (pp). It was not positional and no recent falls noted. Impedance testing was performed at 1.5v, 450 pulse wdith: c0 = >4k; c1 = >4k; c2 = 2147; c3 = 833 (was using this combo for programming); 01 = ?; 02 = >4k; 03 = >4k; 12 = ?; 13 = 3332; 23 = 1679 (no stimulation felt). Three days later there was no 50% or greater symptom reduction. The patient was being sent for CT by a healthcare provider (hcp) and was instructed to follow-up in a month at which time he wanted to check battery again. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.